Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.during the evaluation of the device at the manufacturer's service center, error codes concerning speaker and buzzer failure were found in the ventilator's downloaded error log. The device's system board and display board were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes concerning speaker and buzzer failure were found in the ventilator's downloaded error log. The device's system board and display board were replaced to address the issue. The system board and display board were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and display board were functioned as designed and operated without issue or error codes.